Event description:
Additional information received reported that the patient's doctor does know about the slipping and it happened between the end of october to the first of december. It was reported that there were no known reasons at the time why it happened. The patient had not changed any activity or anything on their programmer. It was reported that one of the patient's leads had dropped down. The patient had a revision on (B)(6) 2016.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported a lead that slipped down from their neck. It was reported that the leads were at c-3,4 and slipped on down past l-4,5. They were going to have surgery next year to repair. The patient reported that they have been having vertigo since it occurred in november and was wondering if the lead was touching something to cause vertigo. Relevant medical history includes spinal pain. No cause was reported in regards to the event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.